Event description:
Patient underwent an abdominal colectomy with stapled ileoproctostomy on 05/08/97 for a markedly dilated atonic colon. Circcular stapler was used. No complications immediate post op. Signs of sepsis on 05/12/97. Re-op on 05/13/97 for anastomotic breakdown in ileocolostomy. Patient expired on 05/26/97. The relationship between the death of the patient and the circular stapler is unknown.